Event description:
Four invisx locks were implanted in a patient. The doctor pretensioned all implants and was satisfied with the closure. Three weeks post-op, the patient experienced a fall and the wound was opened requiring re-operation. Upon opening the incision, the caps were dislodged from the stems. The locks were destroyed.